Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose event three months ago; however, he did not remember the details of the hospitalization. The customer also received an unexpected restart error on his insulin pump. The patient's blood glucose at the time of incident was 192 mg/dl. The insulin pump also alarmed with multiple signal too low alarms. The patient stated that the insulin pump was over-delivering. There were no motor position encoder errors in the alarm history. The device passed the displacement test as well. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir and no unexpected bolus or basal deliveries noted. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.